Event description:
During an endoscopy procedure, a fuji ercp distal cap came off a fuji endoscope and the cap remained inside the patient. The team noticed the distal end cap was off the scope after the case. They preformed another endoscopic procedure to retrieve and remove the distal cap. FDA safety report ID # (B)(4)..